Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failed integrated circuit, designator u65.

Event description:
The customer contacted stryker to report that their device is not recognizing the defibrillation electrodes. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device is not recognizing the defibrillation electrodes. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.